Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2019, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urgency frequency and urge incontinence. It was reported that the trial patient thought the wire had moved as they did not feel the stimulation. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.